Event description:
Two additional patients experienced neurologic problems, late after scoliosis correction with uss deformity system, concerning the upper concave upgoing pedicle hook.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following journal article: vereijken, i.m.p. And de kleuver, m. (2013). Late proximal pedicle hook migration into spinal canal after posterior correction surgery of scoliosis causing neurologic deficit: ¿proximal junctional scoliosis¿? Case series and review of the literature. Spine deformity 1 (2013) 229-236. This was retrospective review of 800 scoliosis correction procedures performed between january 2002 and april 2012 using universal spine system (uss). Limited data was provided for the 800 patients. However, specific population data was provided for 5 of the patients who presented with symptomatic proximal hook dislodgement between april 2009 and march 2010. This report is for (B)(4) and includes the following events: group for uss: the authors also presented the following (si) complications associated with uss device: of the 800 scoliosis correction surgeries, 744 had primary spinal fusion surgeries to correct scoliosis and 56 revision surgeries. The mean follow-up was 61, ranging 6-129 months. Early revision surgery (<12 months) complications included: deep wound infection (8), pseudoarthrosis (3), skin defect due to osteosynthesis material (1), extension of instrumentation due to progression of scoliosis at adjacent level (1), overcorrection post-operatively (1), extradural hematoma with neurologic impairment (1), and removal of instrumentation due to pain from prominent hardware (1). Late revision surgery (>12 months): extension of instrumentation due to progression of scoliosis at adjacent level (10), pseudoarthrosis (8), removal of instrumentation due to pain from prominent hardware (5), deep wound infection (1), disbalance post-operatively (1), and skin defect due to osteosynthesis material (1). This is report 6 of 8 for (B)(4). This report is for an unknown uss system.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Literature citation: vereijken, i.m.p. And de kleuver, m. (2013). Late proximal pedicle hook migration into spinal canal after posterior correction surgery of scoliosis causing neurologic deficit: ¿proximal junctional scoliosis¿? Case series and review of the literature. Spine deformity 1 (2013) 229-236. This report is for an unknown quantity of a uss with an unknown part and lot number. (B)(6). (B)(4). Extension of instrumentation due to progression of scoliosis at adjacent level; overcorrection post-operatively. The investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.